Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose causing vibration. It was determined that worn and loose bearings created a situation where the cutter device was unable to be inserted. It was further noted that if a cutter device was able to be inserted and the device ran, it would create heat from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on bearings from normal use. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device was running hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.